Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). In addition, we confirmed that the insertion flexible tube (ift) crushed, the biopsy inlet barrel dirty, the biopsy inlet piece dirty, the biopsy inlet t-piece dirty, the suction cylinder control body dirty, and the objective lens unit dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.